Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a weight loss sleeve stomach surgery, while loading nail preparation stage, after loading the cartridge and confirmed that it was properly installed, the indicator didn't illuminate red. They removed the yellow protection wedge, clamped the jaw and reopened it to go on the step of checking gun, but after clamping, it was found that the jaws couldn't be opened normally. No matter how the black handle was pushed forward or the black withdrawal button was pulled back, it still didn't work. They unloaded the cartridge and replaced with a new one to continue the operation to resolve the issue in order to complete the case. There was no patient injury.